Manufacturer narrative:
This report is submitted on october 17, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to poor initial placement. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 30, 2022.